Event description:
Meter was reading inaccurately high. During troubleshooting, patient was asked to perform a control solution test, which failed outside the range. Patient was then asked to retest, where the second control solution test also failed outside the range. Patient had performed a meter to lab comparison, where themeter result was 127 mg/dl and the lab result was 58 mg/dl, performed within 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. Patient did not receive any medical attention, nor was given any treatment.